Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were intermittently losing connection and displaying a "drawer connection lost" error. A field service engineer (fse) identified that the communication sled was damaged when all drawers were found to be not detected, replaced the communication sled, and then validated system functionality by logging into the medbank application and checking all drawers, after which the customer confirmed that the drawers were functioning properly in the application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawers were intermittently losing connection and displaying a "drawer connection lost" error. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.